Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has 0 voltage. A review of the shared data log did not find any errors related to the customer complaint. The reported event of a pairing failure was not confirmed. A root cause could not be determined. The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has 0 voltage. A review of the shared data log did not find any errors related to the customer complaint. The reported event of a pairing failure was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a bluetooth pairing failure. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data, but the data evaluation confirmed a transmitter failure. The root cause could not be determined post-investigation. Based on the investigation results this issue has been upgraded from non-reportable to reportable. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.